Manufacturer narrative:
Exact date unknown, event occurred a couple of years ago from the date the manufacturer became aware of the event. Explant date: a couple of years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 20989916.

Event description:
It was reported that the patient developed an infection. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted scs system was not returned.